Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: implants have also gone flat (deflation).

Event description:
Patient reported "implants have also gone flat" and "experiencing health complications" (non device related). Device remains implanted. This complaint captures the right side.